Event description:
It was reported that the patient presented via a merlin@home transmission. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to address the issue. There were no patient consequences.